Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and undersensing. High thresholds were also observed. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information was received on jan 12, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging lung disruption, difficulty breathing / short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the third party service center for further evaluation. The device was evaluated. During the manufacturer observed the damaged buttoms on upper enclosure the internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The third party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Device was corrected. Sections d8, d9, h2, h3 and h6 has been updated in this report.

Event description:
It was further reported that episodes of far field r-wave (ffrw) oversensing were observed.